Event description:
It was reported that a boston scientific device was implanted on either (B)(6) 2009 or (B)(6) 2011. According to the complainant, the patient experienced incontinence, erosion, scar tissue, vaginal and pelvic pain, infection, bleeding, granuloma, fistula, dyspareunia and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A second physician was reported with this event; it is unknown who preformed the procedure: dr (B)(6). Two hospitals were reported with this event; it is unknown at which the procedure took place: (B)(6).